Event description:
The patient passed away on (B)(6) 2025. The family had declined an autopsy. It was unknown if death was device related. The device had operated as expected. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be established through this evaluation. Additionally, review of the submitted log file confirmed the reported drop in flow and corresponding low flow alarm; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient had a drop in flows to 0.4 liters per minute (lpm) and went unresponsive. Three rounds of epinephrine were administered followed by compressions. Due to the persistent low flows, the cardiac surgery physician¿s assistant performed a controller exchange. Compressions were administered again before flow was reestablished on the left ventricular assist device. It was communicated that the patient was too unstable to transport for additional diagnostic testing. The patient was treated with increased pressor requirements due to their profound vasodilatory shock state. The submitted controller event log file contained events from 06mar2025 through 08mar2025. The file captured a persistent low flow hazard alarm with flows ultimately decreasing to 0.0 lpm. The alarm persisted until the driveline was disconnected on (B)(6) 2025. The controller was then shutdown. The driveline disconnect and controller shutdown were consistent with the reported controller exchange. No other notable events or alarms were captured. It was communicated that the patient ultimately expired due to unknown causes. The device operated as expected. It was communicated that an autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that the flows returned following the controller exchange. The controller did not remain in use as the patients back up. The cause of the low flows/ cardiac arrest was unable to be determined. Additional diagnostic testing was not performed because the patient was too unstable to transport. The patient had increased pressor requirements due to profound vasodilatory shock state. The patient passed away.

Event description:
It was reported that the on (B)(6) 2025 at 13:35 the patients flow dropped on left ventricular assist device (lvad) to 0.4lpm and they went unresponsive. Three rounds of epinephrine (epi) were administered prior to initiating compressions. Due to the persistent low flows, the cardiac surgery physician's assistant (pa) did a controller exchange. According to the nursing staff, a few more minutes of compressions were administered before flows were reestablished on the lvad. Log files were sent for review. The log file captured the start of low flow events on (B)(6) 2025 at 13:28:38. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. At 13:28:38 the flow was at 4.3 lpm, then dropped to 2.4 lpm. The flow then continued to drop. The pump was running at this time. At 13:34:50 the driveline was disconnected. The log files could not determine the reason for the drop in flow values.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.